Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established.